Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Instructions are clear but the test was unresponsive. It didn't give any answers. Easy disposal. I'd recommend getting a second opinion if you think you're positive.